Manufacturer narrative:
It was reported that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, route and frequency were not reported) and ceftazidime (1 gram, route and frequency were not reported) for peritonitis. After six days from the onset, the patient was discharged from the hospital. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.